Event description:
The facility reported to baxter canada a colleague pump with a channel a failure. The channel cannot be used. It is unknown when the event occurred. There was no pt injury or medical intervention necessary. No add'l info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with a channel a failure was confirmed but not duplicated during product eval. The channel a failure was due to a defective pump head module (phm) keypad. The phm keypad was replaced to fix the reported condition. The pump was tested and returned to the facility within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated. The info contained in this medwatch was originally submitted on uf/importer report. Uf/importer report was created in error. Baxter owns the design specifications to this device, therefore, should not be submitting a uf/importer report.